Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 154mg/dl(meter), 119mg/dl(lab). Tests were done within < 10 minutes with a difference of 29%. Pt did not experience any adverse events. No further info has been reported. Note - in the reported issue note and potential medical tab it states that the blood was drawn from the vein and taken from out of the test tube.